Manufacturer narrative:
Additional information: reportedly the symptoms have resolved and no intervention is planned. Claim# (B)(4).

Manufacturer narrative:
H6: investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -3.5/+0.5/116 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports refractive surprise. Reportedly, lens remains implanted.